Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has recommended them to stop aligner treatment due to making their overbite worse and the aligners may not work with their overbite and gaps. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.